Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility area technical operations manager (atom) reported to fresenius technical services that an aquac reverse osmosis (ro) system does not have power. Troubleshooting was performed and revealed that 120v ac was provided to the power supply however 24v dc was not present. A replacement power supply board was issued to the atom. During initial follow-up the atom stated that replacing the power supply board resolved the reported issue. The replacement board was one that the atom had available at the facility. The replacement board issued by technical services had not yet arrived. The atom reported that the original power supply board had a burn mark on it. There is no patient involvement associated with this issue. Additional information was obtained during further follow-up with the user facility biomedical technician (biomed). The biomed explained that the ro system has been running at a site that is brand new and recently constructed. The biomed explained that the ro system was running for approximately a month and a half when the customer site reported that there was no power to the ro system and that a fuse was possibly blown. The biomed went onsite and verified that all fuses at the outlet were working (as well as all other connected machines). The biomed stated that the thermal damage found on the power supply board was discovered upon removing the part from the machine. The biomed stated that the board appeared charred with heavy black marks on both the front and back sides of the board. The biomed confirmed with the customer that the board did not get wet. The biomed also re-confirmed that there was no patient involvement nor personal harm as a result of the identified thermal damage. The biomed confirmed that there was no observed burning smell, smoke, spark, flame, or arcing. There were no alarm codes associated with the reported issue. The biomed explained that with the construction taking place at the new location that a blown fuse in the local power supply or local power grid issues could have possibly caused or contributed to the reported issue. The biomed confirmed that the ro system was returned to service following replacement of the power supply board. The biomed stated that the ro system has been moved to multiple locations throughout the customer site and does not remain on a central network where ftp files might be accessed. The biomed stated the complaint sample was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. The customer provided photographs from which the manufacturer was able to confirm the reported issue. The manufacturer determined the cause to be a defect to the part itself in combination with a power surge that resulted from construction that the customer stated was taking place at the facility at the time of the reported event. The manufacturer noted that the part is likely not resilient enough to withstand a power surge. Electrical components on the power control board were likely thermally overloaded and damaged. The defective part is manufactured by a third-party supplier. Submitting this complaint to the supplier is not required as this is a known issue and the supplier is in the process of making a design improvement to the part. The device history record and testing documentation were reviewed and indicate the system passed functional testing without issue or indication of an issue with the power supply unit. Therefore, the manufacturer can also be excluded as a factor that contributed to the reported issue. In this particular case, replacement of the part resolved the reported issue so the system could be returned to full service.

Event description:
A user facility area technical operations manager (atom) reported to fresenius technical services that an aquac reverse osmosis (ro) system does not have power. Troubleshooting was performed and revealed that 120v ac was provided to the power supply however 24v dc was not present. A replacement power supply board was issued to the atom. During initial follow-up the atom stated that replacing the power supply board resolved the reported issue. The replacement board was one that the atom had available at the facility. The replacement board issued by technical services had not yet arrived. The atom reported that the original power supply board had a burn mark on it. There is no patient involvement associated with this issue. Additional information was obtained during further follow-up with the user facility biomedical technician (biomed). The biomed explained that the ro system has been running at a site that is brand new and recently constructed. The biomed explained that the ro system was running for approximately a month and a half when the customer site reported that there was no power to the ro system and that a fuse was possibly blown. The biomed went onsite and verified that all fuses at the outlet were working (as well as all other connected machines). The biomed stated that the thermal damage found on the power supply board was discovered upon removing the part from the machine. The biomed stated that the board appeared charred with heavy black marks on both the front and back sides of the board. The biomed confirmed with the customer that the board did not get wet. The biomed also re-confirmed that there was no patient involvement nor personal harm as a result of the identified thermal damage. The biomed confirmed that there was no observed burning smell, smoke, spark, flame, or arcing. There were no alarm codes associated with the reported issue. The biomed explained that with the construction taking place at the new location that a blown fuse in the local power supply or local power grid issues could have possibly caused or contributed to the reported issue. The biomed confirmed that the ro system was returned to service following replacement of the power supply board. The biomed stated that the ro system has been moved to multiple locations throughout the customer site and does not remain on a central network where ftp files might be accessed. The biomed stated the complaint sample was returned to the manufacturer for physical evaluation.